Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine check-up, atrial undersensing was observed by several premature ventricular contractions episodes. It appeared the pacemaker had far r-wave oversensing. The atrial sensitivity was decreased and no further corrective actions were needed.